Manufacturer narrative:
The field service engineer ran precision studies and the provided data was ok. Upon review of the alarm trace, error messages indicating abnormal sample aspiration and low reagent were observed on (B)(6) 2022. No maintenance had been performed on the instrument since it was installed in (B)(6) 2021. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crep2 creatinine plus ver.2 on a cobas pro c503 analytical unit. The initial values were reported outside of the laboratory and a doctor questioned the values. The first sample initially resulted in a creatinine value of 0.102 mg/dl, which repeated as 1.0 mg/dl. The second sample initially resulted in a creatinine value of 0.296 mg/dl on (B)(6) 2021. The sample was repeated twice, resulting in values of 2.75 mg/dl and 2.98 mg/dl. The creatinine reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
A general reagent issue could be ruled out because calibration and quality control are acceptable.